Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was received. The reported lot number was confirmed from the packaging label. During the visual inspection, the guidewire was kinked from the proximal end. Ptfe coating was damaged in multiple areas to the proximal. Hydrophilic coating was hydrated there were no anomalies noted. Functional testing was performed using demo torque device to rotate the guidewire as per the dfu and the subject device passed the test. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned and it was noted that the guidewire was kinked and the proximal end of the guidewire showed damage to the ptfe coating, which is indicative of an under tightened torque device. It is probable that the torque device was not adequately tightened causing the reported issue and the damage noted to the ptfe coating. An assignable cause of handling damage will be assigned to the reported 'guidewire torque issue' and to the analyzed 'guidewire kinked/bent' and 'guidewire ptfe coating peeling'.

Event description:
Analysis of the returned device found that the ptfe coating of the subject guidewire was peeled. There were no clinical consequences to the patient reported as a result of this event.